Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that the patient was allowed 4 boluses per day and since about a week ago, the handset was getting stuck at 90% and sometimes it wouldn¿t connect. The agent reviewed data and assisted the caller with deleting the data after which the caller was able to connect to the pump with no lag. The caller then commented "she has not gotten a bolus in several days". The caller then tapped on the bolus and the screen showed bolus started and then showed lockout 4 hours with 3 boluses left. The agent reviewed information with the caller, and the caller was going to call back if they needed further assistance.